Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that blood glucose was high due to undertreating for food. Customer's blood glucose was 400 mg/dl. Customer treated by changing reservoir, therefore, declined troubleshooting. Customer also reported of receiving a sensor error. After troubleshooting, it was found that sensor cannula was bent. Customer was advised that sensor would be replaced.